Manufacturer narrative:
The reported low speed alarm was confirmed via the submitted log file data. The submitted log file contained data spanning from (01jan2019 at 17:44:15 to 29jan2019 at 13:51:52, per the timestamp. A low speed alarm was recorded on (B)(6) 2019 at 06:59:26 while the system was supported with the mobile power unit. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the low speed alarm cannot be conclusively determined through the evaluation of the returned portion of driveline. A distal end driveline repair was performed by a technical services representative on (B)(6) 2019. The approximately 24 inch segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Immediately following the repair, the patient was placed on a grounded patient cable and did not experience any further alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced percutaneous lead (driveline) replacement was reported under medwatch MFR report# 2916596-2018-00131. Approximate age of device - 2 years, 11 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the lvad system alarmed the previous night and the patient was not sure if it was an emergency or non emergency alarm. The patient was on the mobile power unit at the time of the alarm. Low voltage was confirmed in the history of the system controller during interrogation. The manufacturer's technical service representative confirmed a speed drop event caused by a percutaneous lead (driveline) short to shield. The patient previously received a distal end percutaneous lead (driveline) replacement on (B)(6) 2017. Due to the previous replacement, there was a concern that there was not enough length of the driveline remaining to perform a second replacement. Several x-rays were provided to the technical service representative and it appeared that there was enough space to attempt another replacement. On 01feb2019 the technical service team was on site for a percutaneous lead (driveline) replacement. The entire external portion of the driveline was replaced above where the prior replacement was. No issues with the replacement were reported. The patient was placed on a grounded patient cable after the repair and the alarms did not return. The patient will be monitored for a short time then discharged if no more alarms occur.